Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with an electrogram evidencing the patient¿s implantable cardioverter defibrillator¿s oversensing of myopotentials via its associated ventricular lead. The patient did not receive inappropriate therapy as a result of the oversensing. Programming changes were made. The patient was stable during and after the programming changes.